Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been shocked for atrial arrhythmias with rapid ventricular rates that the cardiac resynchronization therapy defibrillator (crt-d) detected as fast ventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.